Manufacturer narrative:
During the device evaluation, the motor assembly was found to be corroded. Increased friction due to corrosion is a probable cause of the reported overheating. The drill was repaired, but since it was a loaner device, it will not be returned to the user facility.

Manufacturer narrative:
Additionall information regarding the reported event was received.

Event description:
It was reported that at the user facility, the loaner drill was overheating. Attempts are being made to obtain additional information from the user facility.

Event description:
Upon follow-up it was reported that the drill was overheating during a surgical procedure and that back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.